Event description:
Information received by medtronic indicated that insulin pump had less responsive buttons and rejected new batteries. Insulin pump had diminished battery life. The meter was delayed in sending over blood glucose to insulin pump. Customer calibrated but insulin pump did not recognize it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.